Manufacturer narrative:
For this event related to exemption number e 2012012, it was determined to have a root cause of operational context.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012012 for product code ezn. This report summarizes 1 event reported to boston scientific for uromax ultra balloon burst. The patient's sex and age along with all other demographic information is unknown.